Event description:
It was reported to medtronic minimed that the customer experienced the transmitter was not working because it did not blink when removed it from the charger. It also did not blink when tried inserting it to new sensor. Customer also reported that other sensor gave "sensor updating" and "change sensor" alerts. Customer also reported loss of communication between insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884l, mmt-7040a, mmt-7841zn, mmt-7715. Troubleshooting was not performed. Customer reports the transmitter did not blink when connected to the sensor. Transmitter did not blink as expected when connected to the tester and/or removed from the charger. Transmitter led light may not be working properly. Customer called with questions or concerns with charging the transmitter. Confirmed no damage to charger battery spring or connector pins. Charger led light is flashing green and has been used for more than 1 year. No harm requiring medical intervention was reported. No product return is required for mmt-7040a, mmt-1884l, mmt-7040a, mmt-7841zn, mmt-7715.

Manufacturer narrative:
Unit received and placed unit under microscope and found contamination/moisture damage inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble/downgrade/association/accuracy test due to the moisture damage. The customer complaint of charging, led, /unexpected alert, and not communicating anomalies could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.